Event description:
During a routine follow-up, it was observed that the "ICD" had a stored electrogram for sinus after aborted fibrillation. Upon further eval, it was noted that this stored electrogram may be secondary to noise. The electrogram was stored in far-field and therefore difficult to interpret what the device was at a high gain and pacing. The device was reprogrammed to store electrograms in bipole. While the pt was in the office, the physician paced the pt and had him move his arms around to attempt to reproduce the noise. The physician was able to capture noise on a real time electrogram. The decision was made to explant the lead.